Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an infection occurred. The implantable pulse generator system required removal. During the explant of the implantable lead, a tear to the coronary sinus occurred. The patient underwent emergency surgery however died six weeks later due to complications including pneumonia and peripheral ischemia.